Event description:
It was reported that the ventricular lead exhibited elevated thresholds. The lead polarity was changed from bipolar to tip-right ventricular coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.